Manufacturer narrative:
B1 - corrected to product problem in initial MDR. B2 - n/a in initial MDR. H1 - corrected to malfunction in initial MDR. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -06.00 diopter, in the patients right eye (od) on (B)(6) 2019. The patient complained of glare and halos. The lens remains implanted. The cause of the event was due to the device. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.